Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking pnuemo throughout the procedure, when devices were removed from the trocar. After the graspers, energy, cutter devices were pulled out of the trocar the surgeon would either push the top seal down or move it around. The case was completed with the device with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.